Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-08831. It was reported that rotawire fracture and vessel perforation occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to advance and treat the lesion. During the procedure, it was noted that the rotawire was separated and the movement of the burr was unstable. Then, the coronary artery was perforated. Patient went to surgery and the detached wire was removed. No further patient complications were reported.